Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission, is to report that the product was received in the product analysis lab on (B)(6) 2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted, once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00423. Missing information from this report is identified, as blank. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit, a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 24-jul-2023. [Additional information]: the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7178223) was returned with the device label for the lot number 30952059; the lot number of the concomitant prowler select plus microcatheter. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00423 and 3008114965-2023-00424. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the complaint products that were received in the product analysis lab on 21-jul-2023. On 21-jul-2023, an enterprise stent component was received detached and inside the hub of the prowler select plus microcatheter. A device label for the lot number 30952059 was included. The product analysis lab confirmed on 25-jul-2023, that the stent component received was too large / long for the stent documented in this complaint, which was a 4mm x 16mm enterprise 2 vascular reconstruction device. On 27-jul-2023, confirmation via email was received from the china team to clarify that the stent component received actually belong to another complaint (B)(4). The sales representative made and documentation error referencing the complaint number when the product(s) were being sent back. On 31-jul-2023, the china team confirmed that the and the concomitant prowler select plus microcatheter with the device lot label 30952059 received in this complaint also belongs to (B)(4). The 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7178223) associated with this complaint is not available for return. The prowler select plus microcatheter associated with this complaint is as originally reported in the initial 3500a medwatch (3008114965-2023-00424), not available for return and the lot number is not available. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, h.10, and h.11. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00423 and 3008114965-2023-00424. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. On 27-jul-2023, confirmation via email was received from the china team to clarify that the stent component that was received by the product analysis team on 21-jul-2023 is not associated with this complaint; it actually belong to another complaint (B)(4). The sales representative made and documentation error referencing the complaint number when the product(s) were being sent back. The 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7178223) associated with this complaint is not available for return.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent component remained inside the hub of the microcatheter. The stent component was removed to perform functional analysis. A microscopic inspection was performed on the body of the prowler select plus microcatheter. No damages were observed. The prowler select microcatheter was flushed using a lab sample syringe. After flushing, a lab sample 0.018-inch guidewire was introduced into the microcatheter and advanced. The guidewire was able to advance until it exited the distal tip of the microcatheter without any noticeable resistance. Although the functional test could not be performed with the concomitant enterprise stent, the guidewire was able to pass through the entire length of the microcatheter without significant resistance through to the microcatheter tip. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The reported issue documented in the complaint cannot be confirmed based on the evidence of the investigation result. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported issue in the complaint. A review of manufacturing documentation associated with this lot (30952059) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00423. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a procedure targeting a middle cerebral artery (mca) stenosis, the complaint stent, a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7178223) was delivered via a concomitant 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x / lot# unknown) to the target location, and the physician tried to release the stent. The stent was impeded in the microcatheter tip and could not be released. The physician withdrew the stent and attempted to deliver to release the stent again but was still unsuccessful. The physician removed the microcatheter and the stent from the patient¿s anatomy and switched to new devices to complete the procedure. The patient was reported to be in stable condition. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. The additional information indicated that an adequate continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. Nothing unusual was noted about the system prior to use. There were no visible kinks or other damages observed on the microcatheter. No other device went through the same microcatheter. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). There was no negative patient impact reported. The reported issue did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) the initial reporter email address was not available / reported. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00423. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.